Manufacturer narrative:
Updated data: b4,e1(name & email),e2,e3,g2,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10,h6(cinical & impact).

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit has a blank screen. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found the display cable was not connected properly to the video receiver pcb. Reinstall it and checked all connection on the monitor was ok. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit has a blank screen. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.